Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control recommended repairing the device; however the customer did not wish to proceed with repairs at this time. The cause of the reported failure could not be determined.

Event description:
Physio-control was evaluating the customer's device for an unrelated issue when it was observed that the device would not power on using ac or dc power. There was no patient use associated with the reported event.